Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe's packaging did not tear smoothly along the perforations before use. The following information was provided by the initial reporter: "packaging not tearing smoothly along perforations. The customer was tearing along the perforated side of the strip of product to place individual items into their IV trolley and noticed that it was not tearing smoothly and was causing a tear into the side of the adjoining product causing it to be rendered no longer sterile. Customer has noticed this occurring over the last couple of months and has just realised the extent of product that is being thrown out as no longer sterile. Another colleague was having the same issue so decided to let bd know."